Manufacturer narrative:
Patient codes have been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-07, additional information was received from the manufacturer representative (rep). The rep stated the patient had their pump programmed to minimum rate last week due to no recovery from the pump logs. The rep stated the patient had not been complaining of withdrawal symptoms during the stalled state. The rep stated that over this last weekend, the patient complained of withdrawal symptoms a few days after programming to minimum rate. The rep was "questioning whether the pump was infusing while it was stalled". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-04, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The hcp's office called to have the rep assist them in doing a refill on this pump as they were notified by the compounding pharmacy that the patient's medicine that was put in for the implant may have been contaminated with a possible fungus. The patient came into the office on (B)(6) 2019 to have the pump emptied and flushed out with saline. The pump was then refilled with new medication. The patient had no complaints of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from an healthcare professional (hcp) regarding a patient receiving bupivacaine (3.5 mg/ml, 3.1185 mg/day) and dilaudid (3 mg/ml, 2.6730 mg/day) via an implantable pump for non-malignant pain. The patient's non-reservoir drugs were fentanyl patches and p.o. Morphine. Information received reported an motor stall seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log report showed motor stall occurred and was active. A stopped pump period may exceed tube set message was also noted. The hcp stated the patient heard their pump alarm and reached out to the nurse for assistance. The hcp interrogated the pump on (B)(6) 2019 and did not see a recovery. The pump stalled on (B)(6) 2019. The hcp stated the patient was hard of hearing and did not always hear their pump alarming since (B)(6) 2019. The hcp confirmed there were no emi/magnetic sources present. Troubleshooting could not be performed due to lack of access to the product. The hcp was redirected to the patient's managing physician. The hcp stated the patient likely will not have their pump replaced because they were not a good candidate. The patient's weight was (B)(6) pounds. Patient symptoms reported; constipation and sniffs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider via a company representative. The patient had indicated their pump was beeping and the pump refill company had recognized that the pump had stalled. The pump was interrogated, and the logs were read. The pump stalled on (B)(6) 2019 and an exceeded tube set message occurred on (B)(6) 2019. The pump had not recovered as of (B)(6) 2019. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient had no falls, mris (magnetic resonance imaging), or other magnetic interference. No withdrawal or change in pain was noticed. The patient elected to have their pump removed and not replaced. Surgical intervention was not scheduled but was planned. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. The physician requested pump analysis results. It was indicated that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) identified residue on the gear pinion of the motor gear train. Destructive analysis identified wear on the motor o-ring for gear number three. (B)(4). If information is provided in the future, a supplemental report will be issued.